Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that "the screen is not as bright and hard to see, impacting the patient's ability to see blood glucose readings". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.